Event description:
The customer reported intermittent leads ECG failures.

Manufacturer narrative:
The customer reported intermittent leads ECG failures. The philips technician resolved the failure by replacing the leads ECG trunk cable.